Event description:
Prior to implant, a firmware upgrade was performed. The device went into back-up mode, so it was not used. There was no patient involved and there were no adverse consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image revealed a hardware error code reset from telemetry interruption, which resulted in the reported issue of backup operation. The cause of the hardware error code reset is consistent with anomalies associated with firmware upgrade procedure and is not related to the device. Analysis performed indicated that the device was exhibiting normal device characteristics with battery voltage at beginning of life (bol).